Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced a loud screeching constant tone of insulin pump. Caller reported that issue previously occurred but was resolved. Caller reported that issue returned. Troubleshooting was not completed due to customer not being available with insulin pump. Caller would advise customer to call helpline for troubleshooting.